Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was caller stated that their implant battery will not stay charged. Caller stated that they went to sleep last night, and the implant was at 100%. Caller stated they woke up at 11am this morning and the battery is depleted. Caller also stated that they have been sitting on the charger for an hour now and have only gotten the implant to 10%. Agent asked caller if they left the stimulation on all night and caller stated yes. Agent reviewed with caller that the implant battery depletion depends on how often they are using it and reviewed best charging practices. Agent instructed to monitor the issue and contact us back if they need further assistance. No symptoms were reported.

Event description:
It was reported perhaps their activity level has increased. Patient stated no circumstances led to issue; it is very hard to pinpoint the charger. Patient stated when they go to bed it's at 100% and when they wake up its so low that it takes recharger 20 minutes to bring it to 10%. Patient stated no adjustments have been scheduled. Issue not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.